Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was intermittently undersensing. The undersensing was noted on several pause episodes from a remote transmission. It was noted that the pause episodes appeared to be false caused by loss of contact. The patient's device will continue to be monitored.